Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system was unable to issue medications because the framework interface was disabled. The customer entered the validation code, but an error appeared stating, validation code is not valid. The item was selected from the patient order list screen, the order quantity and validation code were entered, and the same error message was reproduced. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that a validation code error was occurring. A technical support specialist tss located the profile ID in mql, selected the item from the patient order list screen, entered the order quantity and validation code, and reproduced the same error message. The tss then restarted the cubex application and enabled the framework interface option in software options, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.